Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report failed battery test alarm and a black dot on display. Customer's blood glucose reading was unknown. Customer stated they received a bad battery alert all night long, but did not receive a low battery alert. Customer disconnected the call and no further details were provided. Nothing was replaced or returned.